Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site on the abdomen while wearing the device for 5 to 24 hours. The patient was taken to the doctor¿s office after the mother observed swelling and redness and wanted to check ketone levels. The patient was prescribed fenicort cream to be applied twice daily for 5 days, advised to drink plenty of water, and given cortisone cream containing antibiotics for infection and itching. As treatment, the pod was removed, and a new pod was successfully placed.